Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The core was returned for failure analysis, and the reported problem was not replicated. System logs found no data to indicate the failure occurred in the field. A visual inspection found the core with heavy rust spots and the cover was dented. The core was installed onto the golden system, where the components functioned as expected. The golden system was set to run 10 power cycles and sit idle for 45 minutes. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was not confirmed based on failure analysis. While the root cause could not be determined based on failure analysis as no error was identified and the reported issue could not be replicated, the cause is likely due to an electrical component failure within the core. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting procedure, post-anesthesia after port placement. The issue was resolved by power cycling each component and the endoscope control box. There was no injury to the patient, and the procedure was completed with the same dv system. There was a 15¿20-minute delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the core to address error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the core for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 319 points to node 129 is not present at startup.

Event description:
It was reported that a clinical sales representative (csr) indicated that the system displayed a red light at the back of the vision side cart (vsc), specifically on the gray fiber cable. The customer reseated the cable and power cycled the system, but another fault occurred. An intuitive technical support engineer (tse) attempted to review logs, but onsite was not available. The tse guided the customer through a hard power cycle, after which a 319 error appeared. No known impact or patient consequence was reported.